Event description:
It was reported that during the procedure in the left anterior descending artery, the 2.25x23 rx promus stent delivery system was advanced but could not cross the target lesion. The stent delivery system was removed from the anatomy and additional dilatation was performed. Prior to re-inserting the stent system for re-advancement, it was noted that the stent had moved on the delivery system. The stent system was no longer used. There was no adverse patient effect. Though requested, no additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates that pre-dilatation was performed and no resistance was felt during removal of the stent delivery system after the no cross occurred.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device has been received but analysis is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis noted the stent delivery system (sds) was returned with blood and contrast on the distal shaft and stent implant. The full length of the stent implant was smashed and loose on the balloon. There was no other damage noted to the stent implant. This confirms the reported loose stent. The balloon had relaxed folds with crimp marks between the markers which is consistent with the noted smashed stent. There was no other damage noted to the sds. The protective sheath was not returned. The tip length was measured and it met manufacturing criteria. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. Potential causes for stent dislodgement, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use. There was no anatomical information available which may have assisted in the investigation. The sds had already been advanced once in the anatomy and was not able to reach the lesion suggesting there may have been challenging anatomical conditions. Additional dilatation of the lesion was performed and prior to re-inserting the stent it was observed that the stent had moved and was reportedly no longer used. It is likely that challenging anatomical conditions during advancement contributed to the failure to advance. The stent may have subsequently loosened during removal or may have resulted from handling of the sds post removal from the patient. Additionally, the fact that the stent was smashed suggests that handling may have been a likely contributor; however, this could not be conclusively determined. Review of the lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for unstable stents for this lot. Based on the investigation, there is no indication of a product quality deficiency. The profile dimensions on all sds are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, a sampling of units is destructively tested for stent dislodgement force.